Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited no capture and had dislodged. It was noted that the patient experienced shortness of breath. The rv lead was repositioned and remains in use. The ra lead was explanted due to being contaminated during revision procedure and was replaced. No further patient complications have been reported as a result of this event.